Event description:
A malfunction alarm was reported, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Consequently, the customer technical support (cts) team arranged a pump replacement for the customer, instructing them to switch to multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was informed they would receive a new pump with updated software and was advised to transfer their settings from the current pump. The customer was also instructed to return the faulty pump within ten days to avoid charges, acknowledging all provided instructions and aspects of the pump exchange process, such as storing the old pump and connecting the cgm to the new device.